Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. This occurred during treatment for peritoneal dialysis therapy at the patient's home. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The patient further reported that they found droplets under the cassette door. There was no patient injury or medical intervention associated with this event. No additional information is available.